Manufacturer narrative:
Patient medical history includes but is not limited to: aaa, hypertension, gerd, hypercholesterolemia, arthritis, blindness, snoring, small cell lung cancer, diabetes, endoleak post evar. Concomitant medical products: patient medications include but are not limited to: amlodipine, cholecalciferol, famotidine, ferros sulfate, lisinopril. The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak, endoprosthesis: migration. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system. On (B)(6) 2020, follow-up imaging determined a distal type I endoleak originating from the contralateral leg component which is believed to have migrated proximally due to aneurysmal progression of the left common iliac artery. The physician plans to reintervene however a treatment plan has not yet been finalized.

Manufacturer narrative:
B5: updated information. Images were provided to gore for evaluation and showed the following: images provided are post-implant cta dated (B)(6) 2020. Device migration is unable to be confirmed with one time-point. The length from the distal device limb to the left iliac bifurcation appears to be 78mm by centerline reconstruction. There appears to be a lack of wall apposition present at the distal end of the implanted graft on the left side. There does not appear to be pooling of contrast in the sac.

Event description:
There has been no reintervention performed or schedule todate.